Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 20. Details of surgery: ridge augmentation. On (B)(6) 2020. At the event the patient experienced: swelling and fistula. No further patient complications were reported.